Manufacturer narrative:
Serial number was not provided, therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of alarms using alarm silence/data button showed a no external power alarm on (B)(6) 2019. Patient reported accidentally unplugging mobile power unit at that time, and does not know if he lost power completely or if the backup battery engaged also stating that he plugged it back in quickly. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient accidentally unplugging the mpu was confirmed via the log file downloaded from the returned controller. The downloaded event log file was overwritten by events captured during initial testing and troubleshooting of the controller; therefore, the event log file did not capture any data from when the controller was in use by the patient. The downloaded periodic log file contained approximately 128 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). No notable alarms were active in the log file; however, the log file captured an increase in the backup battery use count from 28 uses to 29 uses between 21:49:41 on (B)(6) 2019 and 9:49:38 on (B)(6) 2019. This increase in the backup battery use count indicates that a loss of external power occurred and the backup battery activated to supply power to the system; this is consistent with the provided information that the patient accidentally unplugged the mpu on (B)(6) 2019, and that a no external power alarm was observed by the account in the controller history on (B)(6) 2019. The root cause of the reported event was determined to be a user error in which the patient accidentally unplugged the mpu from the wall. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Customer was unsure if there was a locking cable present, but the patient reported removing the plug from the wall accidentally (human error). This was an incidental finding when troubleshooting another issue. The issue resolved with the mpu and he reported no other issues. No further information was provided.